Event description:
Patient got 2 new pumps last week. Serial number: (B)(6). Pt reports cassette was partially unlatched. Pt fully removed and re-attached cassette. The next error reported was pump stopped by an alarm that was once cleared unknown specific alarm or code. Patient did a new cassette and new tubing and replaced new battery. Rph explained correction actions: the pump will not start without a cassette attached. Select acknowledge to clear the alarm. Make sure a cassette is properly attached and then start the pump. Pt stated the cassette might got loose in her purse. The pump was stopped by another high priority alarm the problem has since cleared. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return - however we did not replace; did we replace device? No; did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension.